Event description:
It was reported that the user experienced low glucose at 68 mg/dl while using the ilet and paused insulin delivery; the user later noted they did not hear the on-device alert due to watching tv and expressed a preference to receive alerts through the associated app. Customer care provided support that included technical troubleshooting and user education. Investigation of this case revealed use error related to alert awareness and response, with the device functioning as designed. No symptoms associated with hypoglycemia reported. Outcomes included the need for treatment with fast-acting oral carbohydrates and education on appropriate hypoglycemia management rather than pausing insulin. It was concluded that the event was due to cause unclear for the hypoglycemia, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.